Event description:
Additional information received indicated that effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 to replace the ipg because the patient programmer displayed a low battery message.